Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 12/09/2015 with the following findings: a review of the pump black box data and alarm history indicated a cs 088 call service alarm had occurred. During a visual inspection of the pump, multiple cracks were observed in the battery compartment. The pump powered on with auditory and vibration alerts, but the display remained blank. Further testing was unable to be performed due to the blank display. Investigation revealed that a slave processor failure had occurred. The pump case was removed, and no intermittent condition was found to the printed circuit board (pcb). The complaint of a communication issue was not able to be adequately investigated during investigation. (B)(4).